Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown date post procedure it was noted that the closure device was canted and the laa was not fully sealed. CT scans showed that the closure device struts were damaged.